Event description:
Pt experienced an allergic reaction with asthma complications after handling the mail. Their face and hands reddened. They became short of breath, peak flow decreased, chest pain, throat began to feel like it was swelling. Nose and lips felt numb and hay-fever like symptoms.